Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the contactor on the steam generator was stuck in the closed position. The contactor being stuck in the closed position caused the generator to build up pressure. The safety valve on the steam generator opened as designed causing the reported steam leak. The technician replaced the contactor and returned the sterilizer to service. No additional issues have been reported.

Event description:
The user facility reported that steam was leaking from their sterilizer. No report of injury.